Event description:
It was reported that the pt's implantable neurostimulator stopped working when they turned in bed about 3 days following a lead revision (ref MFR report #3004209178200903421). Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).